Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during the surgery the implant did not want to deploy. There was a surgical delay greater than 30 minutes. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
Six 72201491 ultra fast fix needle delivery system devices returned. There were also two unused; unopened devices from the same lot returned with this group due to the allegation reported. The six were returned together as a group. The evaluation will be shared with all. None of the four had their protective blue split protective cannulas or their depth limiters returned. Two of the four used devices had no suture returned and no anchors returned. Of these two, one needle shaft was slightly bowed. The third used device had t1 freed. Suture was still attached to the needle track. T2 was still within the needle track although it had not yet been positioned fully forward. The fourth used device had t1 and t2 still within the needle track. These had not yet been positioned fully forward. Once the actuator lever was pushed completely forward, t1 and t2 positioned properly and were stripped off as expected. Same with t2 on device #3. Both blue needle sheaths were quite disfigured and pinched at the distal ends. This symptom is consistent with tissue resistance and with probing. This style product requires user controlled actions for the advancement, release, stripping of the anchors and manipulation of the suture. Inadvertent twisting or over flexing of the needle track, whether temporary or permanent, may encourage unintended release or retaining of anchors. One unopened device was tested. There was no mechanical issue found. Upon positioning both anchors fully forward, they stripped off the needle tip with a gentle tug of the suture. No root cause related to the manufacture of the device was confirmed.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.